Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold and the patient received a letter stating there was something wrong with their pacemaker. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.